Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed hardware low level failures (variable 3) due to open traces. Unit received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.